Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient applied a cream on the infected area and the it got healed completely. Patient did not require any medical intervention and has not reported any further infection.

Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. Patient reported that the site where the transmitter is applied is infected, it looks as if there is a burn and pus is also coming out. The patient informed that she has also heard the family doctor who released a cream to be applied on the infection and indicated not to apply the transmitter on the infected site. The patient informed that the incision is completely healed, and has not taken antibiotics and has not report other infections.